Event description:
Same case as MFR # 2134265-2010-05009, 2134265-2010-05008. It was reported that during a stenting treatment procedure withdrawal resistance occurred. The 80-85% stenosed target lesion was located in the non-tortuous and non-calcified mid left anterior descending artery (lad). A kinetix guidewire was placed in the lesion and then a 2.75x20mm taxus liberte stent was advanced to the lesion and successfully deployed. While removing the stent delivery system (sds) over the wire, it was noted that systems became "gummy" and the physician experienced difficulty withdrawing the sds. The device was successfully removed from the patient and then a 3.0x8mm nc quantum apex balloon catheter was advanced over the kinetix guidewire for post dilation. After inflation of the balloon, the balloon catheter and guidewire were removed from the patient as a system. Once outside the patient, the physician felt resistance while trying to remove the balloon catheter from the wire; however, the devices were able to be separated. It was noted that the physician felt resistance on the last 100cm of the guidewire. The procedure was successfully completed with no patient complications reported and the patient's condition is okay.

Event description:
Same case as MFR # 2134265-2010-05009, 2134265-2010-05008. It was reported that during a stenting treatment procedure withdrawal resistance occurred. The 80-85% stenosed target lesion was located in the non-tortuous and non-calcified mid left anterior descending artery (lad). A kinetix guidewire was placed in the lesion and then a 2.75x20mm taxus liberte stent was advanced to the lesion and successfully deployed. While removing the stent delivery system (sds) over the wire, it was noted that systems became 'gummy' and the physician experienced difficulty withdrawing the sds. The device was successfully removed from the patient and then a 3.0x8mm nc quantum apex balloon catheter was advanced over the kinetix guidewire for post dilation. After inflation of the balloon, the balloon catheter and guidewire were removed from the patient as a system. Once outside the patient, the physician felt resistance while trying to remove the balloon catheter from the wire; however, the devices were able to be separated. It was noted that the physician felt resistance on the last 100cm of the guidewire. The procedure was successfully completed with no patient complications reported and the patient's condition is okay.

Manufacturer narrative:
Device evaluated by MFR.: upon initial receipt of the returned device, the distal tip and all components were intact. The kinetix guidewire was successfully loaded into the related complaint device with no issues. Microscopic inspection revealed no damage or irregularities to the guidewire. Product analysis could not confirm the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).